Event description:
It was reported that "oasys screw could not be removed from oasys screwdriver after inplantation. Screw was subsequently removed."

Manufacturer narrative:
Method: risk assessment. Results: the oasys polyaxial screw was reported to have an event involving the screwdriver being unable to separate, thus requiring that they be removed from the body and separated. The product was not returned and no lot number was provided, thus a review of the manufacturing records for this product could not be performed. Without the returned product and the identified lot number, a likely root cause could not be determined for the reported event. The device was returned to stryker, however is was subsequently lost after it was returned. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that "oasys screw could not be removed from oasys screwdriver after inplantation. Screw was subsequently removed."